Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt/check belt messages) has been confirmed. As received, the belt failed incoming testing. Upon investigation, the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief. The root cause of the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable. The pt received a replacement electrode belt.

Event description:
The nurse of a (B)(6) male pt contacted zoll customer support to report adjust belt/check belt alarms. The pt was issued a replacement electrode belt.